Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to broken encoder wheel. No motor position encoder error alarm during testing or inside alarm history screen noted. Unable to perform displacement test due to motor error alarm. Unit had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 140 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI. Drive support cap appeared normal. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.